Event description:
The visera cysto-nephro videocope was returned to the service center with an air leakage at the image guide insertion tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a detached adhesive on the bending section cover was found to be most likely due to degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached adhesive on the bending section cover, the cause was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.